Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer blood glucose level was 50 mg/dl. Customer other relevant blood glucose level was around 60 mg/dl. Customer treated low blood glucose with orange juice. The device will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional tests, including the displacement test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and self test. The insulin pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No unexpected suspend alarm noted during testing. The insulin pump was received with a cracked select button on the keypad overlay and broken belt clip rails. (B)(4).